Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-jun-2026, a facility representative reported via (B)(4) that an ar-8305 synergy resection shaver console displayed a critical error message and was said to have smoked slightly. No case was involved.